Event description:
It was reported that the customer insulin pump got broken around the battery hatch, which was cause from wear and tear due to daily use. The customer's blood glucose level was 135 mg/dl. The customer received a replacement insulin pump. No further details given.

Manufacturer narrative:
Findings: pump received with no display due to cracked and bleeding lcd glass. Unable to perform displacement test due to cracked lcd. Pump also received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.